Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right ventricular (rv) lead channel, which led to asystole as well as false non sustained ventricular tachycardia episodes. Technical services (ts) was consulted, and in office testing was recommended. No additional adverse patient effects were reported. This system remains in service. Additional information was received indicating that this lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right ventricular (rv) lead channel, which led to asystole as well as false non sustained ventricular tachycardia episodes. Technical services (ts) was consulted, and in office testing was recommended. No additional adverse patient effects were reported. This system remains in service.